Event description:
It was reported that this right ventricular (rv) lead dislodged approximately 6 months after implantation. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead dislodged approximately 6 months after implantation. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected to be returned. This lead was received for product investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. A twist was noted in the lead outer insulation approximately 225-227 millimeters from the terminal pin. The tip and helix appear intact and undamaged. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It seems probable that this type of damage happened during the explant process, given that the only clinical observation noted was dislodgment. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.